Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported that the implantable neurostimulator (ins) turned off by itself. Four weeks after implant, the system was started and everything looked okay. After a few weeks the patient did not feel okay and then could see with the patient programmer (pp) the ins was off and the display showed the ¿call the doctor.¿ the nurse tried to get the historic from the clinician programmer but could not see any historic from the system was started until now. They started the system again and everything looked okay. After four weeks the same story again. The nurse/doctor will meet with the patient tomorrow. The next day the telemetry strips indicated out of range electrodes: c <(>&<)>1 9,728; 0<(>&<)>1 8,846; 1<(>&<)>2 8,999; 1<(>&<)>3 11,789; 8<(>&<)>10 30. The rep was still waiting for more information from the nurse two weeks later. The indication for use included parkinson¿s disease.

Manufacturer narrative:
Other applicable components are: product ID 37651, serial# (B)(4), product type: recharger.

Event description:
The rep reported a month later that the recharger was broken.